Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the cautery tip of (1) eps08 probe separated from the handle and fell into the pt. There was no injury to the pt. The tip was retrieved, and a new eps08 was opened and used to complete the case. There was no consequence to the pt.